Event description:
A nurse reported low blood glucose readings (result not provided) on the customer's surestep meter while the lab result was 170mg/dl (within 10 mins). The pt was treated with glucotrol. Co has tried unsuccessfully to contact the hcp or pt for further info.